Manufacturer narrative:
The surgeon also performed a vitreoretinal surgery. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s patient code: (B)(4) secondary surgical intervention, lens explanted, phacoemulsification surgery and iol implanted (B)(4).

Event description:
The reporter indicated the surgeon implanted a v4 implantable collamer lens. The lens was explanted after being implanted in the patients eye 7 years ago, due to a rhegmatogenous retinal detachment. Phacoemulsification surgery was performed and an iol (intraocular lens) was implanted. The reporter attributed the retinal detachment to high myopia.

Manufacturer narrative:
The lens was explanted after being implanted in the patient's eye for 7 years, due to rhegmatogenous retinal detachment. (B)(4).